Event description:
Our rep is reporting that during a knee repair, in the process of driving a fixation screw into the bone tunnel, a portion of the distal tip of the driver broke off into the screw. All of the debris, including the damaged fixation device was removed from the body. The surgeon completed the repair successfully without further incident or harm to the pt.

Manufacturer narrative:
We have not received the complaint device. When the device is received, it will be subjected to a root cause failure analysis. The results of that evaluation will be the subject of a follow-up report.